Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6)2024, the patient's heart rate was 112-114 beats/minute, and he also was experiencing frequent urination. The patient¿s cgm was reading 238 mg/dl. No bg meter reading was taken. The patient was wearing a tandem mobi insulin pump. The patient suspected he was having a cardiac issue and called emergency medical services. Ems arrived and transported the patient to the emergency room. At the ER, the patient¿s bg meter reading was over 600 mg/dl while the cgm was still reading 238 mg/dl. He was diagnosed with diabetic ketoacidosis (dka) and treated with IV saline, dextrose, and novolog insulin. The patient was discharged home 2 days later. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid at the ER. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.